Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite. The auxiliary pendant e-stop was damaged. The dongle was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that outside of a procedure, the key switch in the image acquisition system (ias) used to enable x-ray was damaged and needs replacement. The damage occurred while moving the bed around the imaging system. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure, with no patient present. It was reported that the key switch in the image acquisition system (ias) to enable the x-ray is damaged.